Event description:
It was reported that a lumen on the multi-lumen balloon catheter was discovered, after the 6th fraction was performed, to have a length that differed from expected. Treatment was replanned using lumen 5 and completed. There was no pt injury.

Manufacturer narrative:
The lot number was reported and a manufacturing record review is being performed. The investigation is ongoing.